Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: during investigation, the force sensor was found to be out of calibration. The pump cover was opened and the force sensor was found to be contaminated and the force sensor resistance was out of specifications. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration, contamination, a force sensor resistance issue, and damage to the battery compartment. This report is made based on results of investigation completed on 03/19/2014. There was no adverse event associated with this complaint.